Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the surgeon experienced a lack of aspiration during a cataract procedure. Two different times, a ¿tip sleeve¿ was ¿improved¿ or replaced after a system message, loose tip¿ was displayed. During the quadrants step, there was no aspiration and there were lots of particles from the fragmented lens that flowed into the drain bag. Aspiration restarted and the posterior capsule was sucked and torn. The product sample is available. Additional information has been requested and received. This is one of two reports being filed for this facility.

Manufacturer narrative:
The company service representative examined the system and found it functioned as intended. The system was then tested and met all product specifications. No further information was able to be obtained from this customer on the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. The consumable lot complaint history was reviewed. This is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. The sample was visually inspected; a crack on the infusion chamber was observed in returned condition. A console representing the current software version was used to test the sample. The sample was inserted into the console and generated system message (sm). The sm is indicative of a failed pressure test in the cassette most likely a result of leakage from the cracked infusion chamber. Full functional testing could not be performed on the sample. The cracked infusion chamber was broken off to check for any welding anomalies and no issues were identified. In addition, the customer did not report any fluid leakage from the infusion chamber during surgery. It¿s important to note that customer handling combined with the shipping and transportation processes cannot be entirely ruled out as a potential cause for the returned condition. The root cause cannot be determined conclusively. The root cause of the customer's complaint could not be established, the infusion chamber was cracked in return condition and prevented further functional testing. The customer did not report damage to the cassette, and the investigation was unable to determine when and where the damage occurred with the available information. Based on the report, the event occurred during operation of the device and not during priming. No action will be taken at this time. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the handpiece had any effect on the integrity of the posterior capsule. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information noted in the questionnaire indicated an occlusion occurred during surgery and the patient experienced a shallowing and collapsing of the anterior chamber. In addition, vitreous was observed in the anterior chamber. No intervention was performed.

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
Additional information was provided by the surgeon who indicated after several times of lack of aspiration it came to ¿illegible¿ aspiration and the iris was sucked and there was a hole in a bag in the right eye. The posterior capsule tear was nasally located and vitreous was present. An intraocular lens was implanted in the capsular bag.